Event description:
Customer reports to have received a compromised forced sensor alarm during priming. Customer states insulin leaked out when attempted to prime. Customer states drive support cap was sticking out. Customer's blood glucose was 330 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test, due to protruded and loose drive support disk. Motor was tested outside of the insulin pump and passed. Insulin pump had minor scratches on lcd window, cracked belt clip slot and cracked reservoir tube lip.